Event description:
It was reported per field service report: symptom - the intra-aortic balloon pump (iabp) only ran for 5 mins on battery. The second pump was put on the pt within a couple mins. No pt complications or incident report per the hospital biomed. Findings/actions taken: the battery was sent to biomed for replacement. The pump is back in service. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is the pt rec'd iabp therapy as planned.

Manufacturer narrative:
(B)(4).